Manufacturer narrative:
The device was returned for investigation. A follow up report will be provided once the lot history record review and investigation are completed.

Event description:
The patient was scheduled for a shoulder stabilization using a device using a caps-lock cannula. Upon inserting the caps-lock cannula as per usual technique, the three threads at the distal end of the cannula broke free of the cannula body and remained in the patient. The patient had to then undergo an open procedure to retrieve the loose pieces of the cannula. The original shoulder stabilization operation was not completed and had to be rescheduled.